Manufacturer narrative:
H6: investigation summary: a photo representation was received. Also, the evidence of packaging was provided. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months. There were no manufacturing or material defects reported that could have caused or contributed to the reported incident, ¿missing lids¿. The photo provided can confirm repackaging and it was identified the product was sold by a distributor. A weighing system has already been implemented as corrective action for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. The weighted label placed on this original box by the weighing system confirms this box was packaged and met specification before release. The root cause is unconfirmed. The issue most likely occurred after manufacturing and during repackaging with a distributor. H3 other text : see h10.

Event description:
It was reported that the sharps coll 9gal hinge pharmwaste experienced a missing lid or slide lid/clamp. The following information was provided by the initial reporter: material no: 305634 batch no: 0067928. It was reported that the lids are missing.

Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 9gal hinge pharmwaste experienced a missing lid or slide lid/clamp the following information was provided by the initial reporter: material no: 305634 batch no: 0067928. It was reported that the lids are missing.